Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email hospitalization. Customer does not believe it is the insulin pump which caused the hospitalization. Customer is new to the device and still learning what the alerts and alarms mean. Customer declined to speak with the helpline and visited their healthcare provider after the hospitalization.